Event description:
Endophys pressure sensing sheath failed to display arterial pressure during stroke procedure. The system was set up and appeared to be ready for use, but when the time came to zero the unit and get a reading, it only displayed the message pressure varies. At this time during the procedure, the sheath is not easily switched out, and the case proceeded without the arterial pressure being monitored. The tech in the room reached out to the vendor from endophys and was instructed to save the product for further review by the company.